Event description:
Treatment of a left unruptured cav (cavernous) aneurysm measuring 22mm x 10mm. It was reported that the patient underwent pipeline embolization treatment involving two pipelines. The first pipeline was deployed with the proximal end of the device inside the aneurysm. As the second pipeline was advanced through the marksman catheter, access to the first pipeline was lost. The patient was incompletely treated with one single pipeline with distal outflow of the aneurysm and is pending an MRI (magnetic resonance imaging). It was reported that the patient experienced right legged weakness which has since resolved.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).